Manufacturer narrative:
Data analysis was not performed since all inr results provided by customer were obtained more than three hours between two readings. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Reported inratio result of >6 inr was not a valid result since it is not a specific value. No product is expected to be returned. Retained strip testing revealed that result comparisons met accuracy and precision criteria. Root cause of complaint could not be determined from the info provided by the customer. As of (B)(6) 2011, (B)(4) discrepant result complaints were reported for lot #246050, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results for retained strip lot #246050: nes was obtained. Nes error occurred when there was not enough sample applied to the test strips to fill the test area, and/or strip channel was blocked. For each pair of replicates for each sample of strip lot #246050, mean and standard deviations were calculated. (B)(4). Both samples pass the criteria for precision. No discrepant results were established on in-house meters. No further investigation will be pursued. Nes was obtained. Nes error occurred when there was not enough sample applied to the test strips to fill the test area, and/or strip channel was blocked. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples of strip lot #246050 are within the allowable bias. No discrepant results were produced on in-house meters. These meet the above criteria. No further investigation will be pursued.

Event description:
Caller (pt's husband) alleged discrepant results compared with the lab. Pt's therapeutic range: 3.0-3.5 inr. Pt's coumadin dose was decreased from 15 mg on (B)(6) 2011 to 12.5 mg on (B)(6) 2011. Pt is on dialysis.